Event description:
The field service engineer reported that the system exhibited arcing and a loss of fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt pcb/snubber assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.